Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an auto fill failure. There was no patient harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an auto fill failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1 initial reporter: (B)(6).

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. After inspection the fse was not able to reproduce the autofill failure. The iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a.